Event description:
Reportedly, the surgeon applied the device to the tissue. After firing the stapler the surgeon cut across the top of the rectum prior to releasing the stapler. The rectum was transected at 6 cm above the anal verge. The tissue then bled which indicated to the surgeon that there were no staples fired in the rectum. The rectum was then further mobilized and a cutting laparoscopic stapler was used to staple the rectum. The surgery was done for a t2n0 cancer of the rectum at 8.5 cm above the anal verge. The surgeon went on to report the tissue was normal which allowed the problem to be corrected without adverse outcome to the patient. Procedure: lower anterior resection.